Manufacturer narrative:
(B)(4). Baxter evaluated the device is question and the reported symptom could not be reproduced. Each key was tested and found to function correctly without any anomaly. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. Further evaluation revealed "ac unplugged, ac plugged in" notification tones while the pump was on ac and battery power. These tones were likely misinterpreted as key stroke. The "ac unplugged, ac plugged in" notification tones were caused by contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The backflex will be replaced.

Event description:
It was reported that the keys on a pump keypad double tap. It was also reported that there was no patient involvement.